Manufacturer narrative:
Additional information: age 36 years, dob (B)(6) 1982, weight:144 pounds, ethnicity: not hispanic,latino, race: white, date of event: (B)(6) 2019, event: the patient arrived at the health center for a pregnancy test and had a false positive result. The same day serum beta hcg quant was <0.6miu/ml. Patient determined to be not pregnant. There was no treatment procedure either provided or withheld based on the rapid test result. No negative patient outcome. Other relevant history: irregular periods. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No deviations were noted regarding technique, storage, or handling based on the information provided. A probable root cause could not be determined. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
The patient arrived at the health center for a pregnancy test and had a false positive result. The same day serum beta hcg quant was <0.6miu/ml. Patient determined to be not pregnant. There was no treatment/procedure either provided or withheld based on the rapid test result. No negative patient outcome.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false positive in the month of august. There was no report of an adverse event. Although requested, no other information was received about the patient or the event details.